Event description:
It was reported that during the implant procedure, the atrial lead helix would not extend and the lead showed high impedance. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix fully retracted. The helix was able to be extended and retracted within specification. (B)(4).